Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the instrument 314.070; 3.5 hexagonal screwdriver was split, broken. There was no patient consequences. No more information is available at this time. This report is for one (1) screwdriver-hex ã¿2.5 w/groove. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.